Event description:
It was reported that the device was suspected of possible premature battery depletion. There was also a report of failed wireless transmissions from the remote monitor. Further investigation indicated that the device was attempting to connect with the remote monitor multiple times. Technical services and engineering provided assistance in investigating and resolving the event. The device was replaced. The remote monitor was also replaced and the patient has sent successful transmissions after the device was replaced. Additionally, the patient called to state the battery "only lasted about a year." There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of the ICD: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) battery voltage - pre/approaching eri weekly trend in save to disk data file _980000 shows min bat=2.894 to 2.833 volts between (B)(6) 2011, is before device rrt<= 2.6251 volt. Actual longevity is < 80% of 99.9% longevity limit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of the ICD: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) battery voltage - pre/approaching eri weekly trend in save to disk data file _980000 shows min bat=2.894 to 2.833 volts between (B)(4) 2011 and(B)(4) 2011, is before device rrt<= 2.6251 volt. Actual longevity is < 80% of 99.9% longevity limit. Evaluation summary: (B)(4): analysis found that when the unit was returned, device interrogation with a specific telemetry was not possible. During the analysis, it was found that the unit would also not power up. The monitor was unable to power up due to a shorted capacitor connected to the supply line. After this capacitor was replaced, the telemetry was operational. There is no definitive evidence to support that the capacitor was the cause of the lack of telemetry operation. The initial operational condition could not be duplicated, so a root cause of the initial failure could not be determined.

Event description:
It was reported that the device was suspected of possible premature battery depletion. There was also a report of failed wireless transmissions from the remote monitor. Further investigation indicated that the device was attempting to connect with the remote monitor multiple times. Technical services and engineering provided assistance in investigating and resolving the event. The device was replaced. The remote monitor was also replaced and the patient has sent successful transmissions after the device was replaced. Additionally, the patient called to state the battery "only lasted about a year." There were no patient complications reported as a result of this event.